Event description:
The ventilator had been serviced by the manufacturer's field service technician due to a reported popping sound when powered on, and customer damage to the backup battery receptacle on the ac distribution panel. The ventilator was not in use on a patient, and was passing extended self testing. The service technician was unable to duplicate the reported popping sound, but did replace the ac distribution panel for the observed customer damage to the backup battery, and the backup battery as a precaution. Factory failure analysis of the distribution panel revealed evidence of physical damage to the backup battery connector. The distribution panel was hit with enough force to break the connector. Testing of the backup battery found an open backup battery fuse. Visual inspection of the backup battery connector revealed evidence of electrical arcing on both of the positive pins. When the distribution panel was damaged, it created a loose connection between the backup battery and panel connectors. The arcing caused by the loose connection caused the backup battery fuse to open preventing electron flow. These findings indicate that the ventilator would be unable to switch to the backup battery upon loss of ac during use, and would then shut down with the alarm active. User error caused the customer reported issue due to product abuse.

Manufacturer narrative:
Ac distribution panel.